Event description:
The facility reports nurse took cassette off of charger and pulled cassette across the track and it fell off of the rail. Then struck the nurse on the right wrist. She went to employee health and was released and returned to work. No specific injury information was given. Cassette was evaluated by an arjohuntleigh representative. The cassette was found to have a dent and pulled away at the seam. Cassette would still function (up/down). (B) (4).